Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi).

Event description:
During the index procedure one endeavor sprint drug-eluting stent was implanted in the lcx. The clinical event committee (cec) have adjudicated that the patient suffered an mi on the same day as the index procedure.